Event description:
It was reported that an intraocular lens (iol) was explanted from patient's right eye due to decreased visual acuity. The pre-operation visual acuity was 20/30-, however, post- initial implant, the visual acuity was 20/40 +2. Another johnson & johnson lens of different model (dfr00v) and slightly higher diopter (21.0d) was used as replacement. The post-operative visual acuity after the explant was 20/30 -2. Patient was doing good when discharged. There were no medical or surgical interventions such as incision enlargement, vitrectomy or sutures required. No further information received.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2022. Phone number: (B)(6). The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.